Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
Echelon stapler failed to open after firing on gastric tissue - stapler fired correctly but the gun wouldn't open. Reverse button was activated but the gun still failed to open. The manual lever on the top of the gun was used but again the gun failed to open. The jaws appeared to be stuck but after a few attempts to open the jaws they opened. Examination of the gun showed the jaws to be sticking when trying to open. The patient didn't have any consequence as a result of the gun sticking. This was the final firing for the case so no other gun was required to complete the operation. Patient consequence: no.

Manufacturer narrative:
(B)(4). Batch # r58064. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Upon further inspection, the firing trigger spring was noted to be loose and out of its intended position. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened without any difficulties noted. While no conclusion could be reached as to how the spring firing trigger became out of position, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.